Event description:
It was reported during implant procedure, that the set screws on the implantable cardioverter defibrillator (ICD) device had to be loosened before he was able to insert the lead pins. There were no consequences to the patient and the procedure was completed successfully.